Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Syringe not fully retaining the medication in the cylinder part, causing leakage along the flange. As we handle chemotherapy drugs, this issue is very critical.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the syringe is not retaining the medication. There is leakage along the flange. To aid in the investigation, four samples with no packaging blisters and eight photos were provided for evaluation by our quality team. A visual inspection was performed. Each sample had the plunger rod all the way down. No defects or damages were observed. There are droplets of a solution in the plastic bag the samples were returned in and inside the syringe barrels. Since it is unclear if the droplets are from the decontamination process, the chemotherapy drug or both, for safety reasons no additional testing could be performed. The eight photos provided show a packaging blister to web and a syringe with the plunger rod all the way past the 50ml mark. There are droplets of a solution in the syringe barrel and past the rubber stopper. No other information could be obtained from the photos. A device history record review was completed for provided material number 303552, lot 3004113. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Syringe not fully retaining the medication in the cylinder part, causing leakage along the flange. As we handle chemotherapy drugs, this issue is very critical.